Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that placement of the proglide was attempted in the right common femoral artery (rcfa) via a 6f sheath after a carotid interventional procedure. A femoral angiogram was not performed. However, the back needle stick failed when the blue line and knot line pulled out together and the suture was not deployed. Manual arterial compression was applied to achieve hemostasis. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained and proficient in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. It should be noted that the proglide instructions for use states that prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Angiographically verify that the puncture is on the anterior wall of the common femoral artery. The puncture should be proximal to the bifurcation of the superficial femoral artery and the profunda femoris branch and distal to the inferior margin of the inferior epigastric artery. The reported failure to deploy the suture appears to be use technique related as femoral angiogram was not performed. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.